Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.

Manufacturer narrative:
During evaluation of the handpiece, noticed cap button was hard to push down and wouldn't hold bur. Found chuck pusher button came apart from turbine. Debris from pusher got into cap causing firm cap. Handpiece didn't overheat. Replaced head drive and new turbine/cap. Cleaned water port and replaced water valves.